Event description:
It was reported the patient's ipg was no longer responsive to the magnet to turn the system on and off. It was reported the patient was to use the patient programmer going forward to turn the device on and off.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.